Event description:
The red connector was cracked during treatment.

Manufacturer narrative:
The complaint of a break in the venous extension tubing is inconclusive. The images in the photos show a red arterial extension leg. The compression clamp is engaged and is locked onto the extension tubing. The catheter has separated distal to the printed logo. No obvious damage to the extension tubing can be discerned from the photo. If the complaint sample is returned regarding this incident, the investigation will be readdressed. A lot history review (lhr) of aswc001 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (aswc0001) have been reported from one (B)(6) facility.